Event description:
It was reported that the lead had high impedance and high thresholds. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. No anomalies were found. The distal conductor was stretched, and blood/body fluid was found on all conductors (not obstructed). The outer insulation was melted and breached cut, and exhibited cosmetic environmental stress cracking (esc) and depression, and a white substance was noted. The lead appeared to have been stretched and exhibited apparent explant damage.